Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4).

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of four for the same patient, reference additional events reported in 0001032347-2016-00580, 0001032347-2016-00581, and 0001032347-2016-00582.

Event description:
It was reported a pectus bar was implanted in (B)(6) using wires for stabilization. The patient returned to the surgeons office within 48-72hrs indicating they smoked medicinal marijuana and began coughing profusely at which point the bar moved out of position. A reoperation was performed to reposition the bar.